Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's heart program was being restarted and the perfusionist (ccp) was checking the equipment. When the unit would not turn on, they noticed the battery was old and looked to be leaking.

Event description:
It was reported that during the use of the device for a non-clinical activity, the monitor would not turn on. The unit has been in storage. There was no pt involvement.